Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 25 mg/dl. She treated her blood glucose level with a glucagon shot. The customer also had three glucose tablets. Her blood glucose level would come up to a reasonable level and then it would suspend the insulin pump. Her blood glucose level would stabilize but it would not turn the insulin pump back on. As result her blood glucose level would go low again. Troubleshooting was declined. The device was not returned.